Event description:
Clinician was having helium issues and difficulty obtaining helium readings. Pump was also experiencing error 1 alarms. Pump was exchanged due to difficutly. There were no reported pt complications.